Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose along with crack on the insulin pump and battery issue. The customer¿s blood glucose at the time of event was 480 mg/dl. The customer experience high thirst as of high blood glucose value. The customer treated high blood glucose with manual injection/insulin pump. Auto mode was not activated at the time of event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged charge/battery lasts less than expected and high blood glucoses on july 18, 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, self test and displacement accuracy test. The device failed the sleep current measurement test due to moisture damaged on the battery tube assembly. A water filled reservoir was used during testing. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Failed battery test (58) was found in history file on july 18, 2022 07:39:27.000. The device uploaded to carelink pro without any errors. Multiple bolus delivery noted in history file: july 18, 2022 00:01:41.000 normal bolus delivered (220), july 18, 2022 00:31:41.000 normal bolus delivered (220), july 18, 2022 02:01:39.000 normal bolus delivered (220), july 18, 2022 03:06:42.000 normal bolus delivered (220), july 18, 2022 04:01:39.000 normal bolus delivered (220), july 18, 2022 05:01:29.000 normal bolus delivered (220), july 18, 2022 06:01:37.000 normal bolus delivered (220), july 18, 2022 13:51:11.000 normal bolus delivered (220), july 18, 202218:01:33.000 normal bolus delivered (220), july 18, 2022 21:01:35.000 normal bolus delivered (220), july 18, 2022 23:01:35.000 normal bolus delivered (220), in summary, customer alleged charge/battery lasts less than expected confirmed. Unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.